Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ she lives with pain every day') and fibromyalgia ('fibromyalgia') in a (B)(6) female patient who had essure (batch no. 863571) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida in 2010, parity 3, goiter and menarche (B)(6). No allergies. Previously administered products included for an unreported indication: cerazette. Concomitant products included oral contraceptive nos until (B)(6)2012. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced amenorrhea ("menstrual period has gone until (B)(6)2012, then it lasted for a month and a half until it was gone again"). In 2012, the patient experienced alopecia ("hair started to fall off"), dysgeusia ("metallic mouth taste constantly"), asthenia ("asthenia"), abdominal discomfort ("abdominal discomfort / intermittent infra-abdominal discomfort") and insomnia ("insomnia"). In august 2012, the patient experienced heavy menstrual bleeding ("menstrual period last for a month and a half"). On (B)(6)2016, the patient experienced menses lack of ("lack of menstruation"). In 2017, the patient experienced fibromyalgia (seriousness criterion medically significant) with myalgia. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), premature menopause ("early menopause"), mouth injury ("the mouth went from bad to worse"), tooth disorder ("the teeth move"), fungal infection ("she was told to be fungi"), arthralgia ("hip pain"), headache ("headache lasted for a week"), fatigue ("tiredness/ exhausted"), varicose veins pelvic ("varicose veins in the uterus") and medical device pain ("pain due to prosthesis,"). The patient was treated with opioid anesthetics and surgery (essure removal via bilateral salpingectomy on (B)(6)2019). Essure was removed on (B)(6)2019. In (B)(6)2012, the amenorrhea had resolved. In (B)(6) 2012, the heavy menstrual bleeding had resolved. At the time of the report, the pelvic pain had resolved, the fibromyalgia, premature menopause, alopecia, mouth injury, tooth disorder, dysgeusia, arthralgia, headache, fatigue, medical device pain, menses lack of, asthenia, abdominal discomfort and insomnia outcome was unknown and the fungal infection had not resolved. The reporter considered abdominal discomfort, alopecia, amenorrhea, arthralgia, asthenia, dysgeusia, fatigue, fibromyalgia, fungal infection, headache, heavy menstrual bleeding, insomnia, medical device pain, mouth injury, pelvic pain, premature menopause, tooth disorder, varicose veins pelvic and menses lack of to be related to essure. The reporter commented: the device was placed without apparent complications, placement first attempt, eight ostium 5 coils, left ostium 4 coils. Consumer took medication for fungis but she did not recovered from it. After a visit to emergency room, she was discovered to have varicose veins in the uterus that does not know if they are related with essure. On 2017, she was diagnosed with fibromyalgia, she is handling it with opioid medicine, the pain is taking her strength away. The surgery was scheduled but no further details were provided. On (B)(6)2019 post-essure removal surgery, asymptomatic, reports spectacular improvement, pelvic pain disappeared, wounds fine, genitals clean vagina, clean cervix. Ultrasound anteverted uterus, linear endometrium, visible ovaries without alterations, no free fluid. Negative cytology diagnostic results (normal ranges are provided in parenthesis if available): blood follicle stimulating hormone - on (B)(6)2018: analytics ok. Blood luteinising hormone - on(B)(6) 2018: analytics ok. Gynaecological examination - on (B)(6)2018: soft, depressible abdomen, no masses or megalias, normal genitalia and vagina, healthy cervix, no pain on cervical mobilization, normal uterus and adnexa; on (B)(6)2018: normal genitals. Normal vagina. Well epithelialized multiparous cervix; on (B)(6)2019: vulva, vagina and cervix healthy. Hysterosalpingogram - on (B)(6)2012: no significant alterations. Apparently well-positioned essure devices in both tubes, with absence of their permeability. Oestradiol - on (B)(6)2018: analytics ok. Pathology test - on (B)(6)2019: procedure bilateral salpingectomy exeresis essures. Sample type: tubes, essures. Macroscopic bilateral salpingectomy piece of 5.5cm each with no other findings than a cyst in the 3mm maximum size surface. The thickness of both tubes is 4 to 7 and 3 to 8mm. In the two tubes are identified, insert an essure device into each. In one of the two tubes, this device protrudes from the tissue, staying completely in it. Parallel in the boat that contains the 2 tubes is what is identified as a third device, with tissue debris on it. Photos are taken and one of the tubes in blocks from b1 to b4, and total inclusion of the 2nd tube in blocks from b.. Progesterone - on (B)(6)2018: analytics ok. Smear test - on (B)(6)2016: negative for intraepithelial lesion or malignancy. Ultrasound pelvis - on (B)(6)2012: anteverted uterus 76 x 40 mm 3.4mm endometrium, adnexal areas without findings. No free fluid is seen in douglas. Left essure normally inserted. Right essure not visible by ultrasound. Ultrasound scan vagina - on (B)(6)2018: normal size uterus with homogeneous endometrium of 3 mm maximum thickness, pelvic varicose veins. Normal adnexa; on (B)(6)2018: uterus in anteversion. No adnexal masses are palpable. Transvaginal ultrasound: suede uterus endometrial thickness of 3 mm. Right ovary: 14x11mm. Left ovary: 23x9mm. No free fluid in douglas; on (B)(6)2019: atrophic anteverted uterus, linear endometrium, slight left varicocele, normally placed essures, hypersensitivity to exploration. Lot number:863571. Manufacture date:2011-05. Expiration date: 2014-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-mar-2022: plaintiff fact sheet received and the follow information were included, incident category update from non-serious to serious, other health professional's reporter, lawyer's reporter, patient´s initials updated, patient's details (date of birth), medical history, historical drug, lab data, concomitant product, stop date, medical device pain, menses lack of, asthenia, abdominal discomfort, surgery non-drug treatment received added to pelvic pain, pelvic pain outcome updated from unknown to recovered/resolved, female, onset date added to taste metallic, hair loss we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ she lives with pain every day') and fibromyalgia ('fibromyalgia') in a 43-year-old female patient who had essure (batch no. 863571) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida in 2010, parity 3, goiter and menarche (12 years-old). No allergies. Previously administered products included for an unreported indication: cerazette. Concomitant products included oral contraceptive nos until (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced amenorrhea ("menstrual period has gone until (B)(6) 2012, then it lasted for a month and a half until it was gone again"). In 2012, the patient experienced alopecia ("hair started to fall off"), dysgeusia ("metallic mouth taste constantly"), asthenia ("asthenia"), abdominal discomfort ("abdominal discomfort / intermittent infra-abdominal discomfort") and insomnia ("insomnia"). In (B)(6) 2012, the patient experienced heavy menstrual bleeding ("menstrual period last for a month and a half"). On (B)(6) 2016, the patient experienced menses lack of ("lack of menstruation"). In 2017, the patient experienced fibromyalgia (seriousness criterion medically significant) with myalgia. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), premature menopause ("early menopause"), mouth injury ("the mouth went from bad to worse"), tooth disorder ("the teeth move"), fungal infection ("she was told to be fungi"), arthralgia ("hip pain"), headache ("headache lasted for a week"), fatigue ("tiredness/ exhausted"), varicose veins pelvic ("varicose veins in the uterus") and medical device pain ("pain due to prosthesis,"). The patient was treated with opioid anesthetics and surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. In (B)(6) 2012, the amenorrhea had resolved. In (B)(6) 2012, the heavy menstrual bleeding had resolved. At the time of the report, the pelvic pain had resolved, the fibromyalgia, premature menopause, alopecia, mouth injury, tooth disorder, dysgeusia, arthralgia, headache, fatigue, medical device pain, menses lack of, asthenia, abdominal discomfort and insomnia outcome was unknown and the fungal infection had not resolved. The reporter considered abdominal discomfort, alopecia, amenorrhea, arthralgia, asthenia, dysgeusia, fatigue, fibromyalgia, fungal infection, headache, heavy menstrual bleeding, insomnia, medical device pain, mouth injury, pelvic pain, premature menopause, tooth disorder, varicose veins pelvic and menses lack of to be related to essure. No further causality assessment were provided for the product. The reporter commented: the device was placed without apparent complications, placement first attempt, eight ostium 5 coils, left ostium 4 coils. Consumer took medication for fungis but she did not recovered from it. After a visit to emergency room, she was discovered to have varicose veins in the uterus that does not know if they are related with essure. On 2017, she was diagnosed with fibromyalgia, she is handling it with opioid medicine, the pain is taking her strength away. The surgery was scheduled but no further details were provided. On (B)(6) 2019 post-essure removal surgery, asymptomatic, reports spectacular improvement, pelvic pain disappeared, wounds fine, genitals clean vagina, clean cervix. Ultrasound anteverted uterus, linear endometrium, visible ovaries without alterations, no free fluid. Negative cytology diagnostic results (normal ranges are provided in parenthesis if available): blood follicle stimulating hormone - on (B)(6) 2018: analytics ok. Blood luteinising hormone - on (B)(6) 2018: analytics ok. Gynaecological examination - on (B)(6) 2018: soft, depressible abdomen, no masses or megalias, normal genitalia and vagina, healthy cervix, no pain on cervical mobilization, normal uterus and adnexa; on (B)(6) 2018: normal genitals. Normal vagina. Well epithelialized multiparous cervix; on (B)(6) 2019: vulva, vagina and cervix healthy. Hysterosalpingogram - on (B)(6) 2012: no significant alterations. Apparently well-positioned essure devices in both tubes, with absence of their permeability. Oestradiol - on (B)(6) 2018: analytics ok. Pathology test - on (B)(6) 2019: procedure bilateral salpingectomy exeresis essures. Sample type: tubes, essures. Macroscopic bilateral salpingectomy piece of 5.5cm each with no other findings than a cyst in the 3mm maximum size surface. The thickness of both tubes is 4 to 7 and 3 to 8mm. In the two tubes are identified, insert an essure device into each. In one of the two tubes, this device protrudes from the tissue, staying completely in it. Parallel in the boat that contains the 2 tubes is what is identified as a third device, with tissue debris on it. Photos are taken and one of the tubes in blocks from b1 to b4, and total inclusion of the 2nd tube in blocks from b. Progesterone - on (B)(6) 2018: analytics ok. Smear test - on (B)(6) 2016: negative for intraepithelial lesion or malignancy. Ultrasound pelvis - on (B)(6) 2012: anteverted uterus 76 x 40 mm 3.4mm endometrium, adnexal areas without findings. No free fluid is seen in douglas. Left essure normally inserted. Right essure not visible by ultrasound. Ultrasound scan vagina - on (B)(6) 2018: normal size uterus with homogeneous endometrium of 3 mm maximum thickness, pelvic varicose veins. Normal adnexa; on (B)(6) 2018: uterus in anteversion. No adnexal masses are palpable. Transvaginal ultrasound: suede uterus endometrial thickness of 3 mm. Right ovary: 14x11mm. Left ovary: 23x9mm. No free fluid in douglas; on (B)(6) 2019: atrophic anteverted uterus, linear endometrium, slight left varicocele, normally placed essures, hypersensitivity to exploration. Lot number: 863571. Manufacture date: 2011-05. Expiration date: 2014-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.